Event description:
On september 4, 2009, the lay-user/reported contacted lifescan alleging that a one touch ultra meter read inaccurately high. The medical surveillance specialist (mss) spoke to the reporter on september 14, 2009, and was able to obtain/verify info. According to the reporter, the pt tests his blood glucose 10-12 times a day. He manages his diabetes with lantus insulin taken twice a day. He also takes sliding-scale novolog insulin based on his meter readings. The reporter indicated that the alleged issue started on an unspecified date/time "some time ago". The day prior to contact to lifescan, the pt and the reporter were getting into their car at a supermarket, while getting into the car, the reporter claimed that the pt "was acting funny" and couldn't get completely into the driver's seat. The reporter stated that it took her an hour with the help of her son to get the pt into the back seat of the car since she is disabled and he "was combative" and "hostile". While driving the pt to an emergency room (ER), the reporter claimed that the pt "passed out" and fell into a coma. Upon arriving at the ER at around 10:30 pm, the pt's blood glucose was tested on the reported meter and a result of "73 mg/dl" was obtained. At the same time the result of "73 mg/dl" was obtained, the pt's blood glucose was tested on a laboratory device and a result of "39 mg/dl" was obtained. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The pt stated that the pt received IV glucose treatment in the ER and he did not come out of the coma until the next morning at 7:30 am. The reporter alleged that the pt must have taken too much insulin based on the meter's readings. According to the reporter, the pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The reporter performed a control solution test that passed. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt fell into a coma and received IV glucose treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.